Manufacturer narrative:
Follow-up information received via device breakage questionnaire on 16-nov-2015: the essure, lot number d30804, breakage was diagnosed during placement on (B)(6) 2015. The reporter did not remember how the breakage occurred exactly. A new attempt was performed one month after and it was a success. Essure was not removed. No further information will be provided. (B)(4). Follow-up received on 19-nov-2015 with the final ptc (ptc global number: 2(B)(4)) investigation result: final assessment: batch number - d30803. Production date - 10-nov-2014. Expiration date - 28-nov-2017. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. However, no medical events were reported at this point in time. A review of similar cases is not applicable as no medical events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, a relationship between reported medical event(s) and a quality defect is not assessable as no medical events were reported and no quality defect was confirmed. Follow-up information received on 24-nov-2015: a pharmacist was added as reporter. It was confirmed that correct essure batch number was d30803. The onset date of event was (B)(6) 2015. No further information will be provided. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-nov-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the end part of delivery catheter which allow introducing device in bettochi broke during the procedure. No consequences were observed for the patient. This event was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the reported device breakage occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to product technical complaint, a relationship between reported medical event(s) and a quality defect is not assessable as no medical events were reported and no quality defect was confirmed. No further information is expected.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2015 which refers to a (B)(6) year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 with lot number d30803. In the operating room, during essure placement; the end part of delivery catheter which allow introducing device in bettocchi broke. The operating channel stopcock could have been in close position before putting end part of delivery catheter. Bilateral placement was not performed; one insert had already been inserted on left side. No postoperative consequences were observed for patient. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the end part of delivery catheter which allow introducing device in bettochi broke during the procedure. No consequences were observed for the patient. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the reported device breakage occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.